Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported for right side "following the appearance of seroma, echo-guided drainage has been done." Device has been explanted.

Event description:
Healthcare professional confirmed alcl diagnosis is only for contralateral side. The only event for this device is late onset seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected and seroma-late.

Event description:
Healthcare professional reported for right side "following the appearance of seroma, echo-guided drainage has been done. The analyzed sample showed the presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma associated with prosthetic". Histopathology and immunocytology are not reported. Therefore, alcl cannot be confirmed. The reported event is lymphoma-alcl-suspected. The device has been explanted.

Event description:
Physician reports:" following the appearance of seroma, we're doing echo-guided drainage. The analysed sample showed the presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma associated with prosthetic. The patient underwent the surgery for removal of prostheses and bilateral capsulectomy¿. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., h.6.